Manufacturer narrative:
This case was reported via regulatory authority food and drug administration (reference number: mw5067795) on 24-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and back pain ("chronic back pain") in a female patient who received essure for birth control. The patient's past medical history included surgery (doctor made a third attempt to convince the consumer to get the implant l0 mins before a surgery (nos) while she was under sedation.). Concomitant products included multivitamins, plain (multi vitamin), antidiarrhoeal microorganisms (probiotics) and fish oil. On (B)(6) 2017, the patient started essure. On (B)(6) 2017, the same day of starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and back pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with oxycocet (percocet) and ibuprofen. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered pelvic pain and back pain to be related to essure. The reporter commented: she needs a salpingectomy to remove the device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: no response of reporter to final follow-up attempts. Company causality comment: this spontaneous, non-medically confirmed case report, refers to a female consumer who had essure inserted and since then she has been experiencing chronic pelvic pain and chronic back pain. She received oxycet (percocet) and ibuprofen and stated she needs a salpingectomy to remove essure. The events are anticipated in the reference safety information for essure. Pelvic and back pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident due to the serious injury related to essure. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained.

Event description:
This case was reported via regulatory authority food and drug administration (reference number: mw5067795) on 24-feb-2017 and was forwarded to bayer on 24-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and back pain ("chronic back pain") in a female patient who received essure for birth control. The patient's past medical history included surgery (doctor made a third attempt to convince the consumer to get the implant l0 mins before a surgery (nos) while she was under sedation.). Concomitant products included multivitamins, plain (multi vitamin), antidiarrhoeal microorganisms (probiotics) and fish oil. On (B)(6) 2017, the patient started essure at an unspecified dose and frequency. On (B)(6)2017, the same day after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and back pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with oxycocet (percocet) and ibuprofen. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered pelvic pain and back pain to be related to essure. The reporter commented: patient stated she needs a salpingectomy to remove the device. Company causality comment: this spontaneous, non-medically confirmed case report, refers to a female consumer who had essure inserted and since then she has been experiencing chronic pelvic pain and chronic back pain. She received oxycet (percocet) and ibuprofen and stated she needs a salpingectomy to remove essure. The events are anticipated in the reference safety information for essure. Pelvic and back pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded due to the serious injury related to essure. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous, non-medically confirmed case report, refers to a female consumer who had essure inserted and since then she has been experiencing chronic pelvic pain and chronic back pain. She received oxycet (percocet) and ibuprofen and stated she needs a salpingectomy to remove essure. The events are anticipated in the reference safety information for essure. Pelvic and back pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded due to the serious injury related to essure. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected.